Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire. The conductor wire was broken at the proximal clevis hole. The instrument failed the electrical continuity test. The wire was fully broken. No signs of thermal damage were observed. The instrument was found to have a broken main tube at the distal tip. A piece measuring approximately 0.075¿ x 0.158¿ was not returned with the instrument. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument connection line was broken. The customer completed the procedure using a backup fenestrated bipolar forceps with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the piece of the instrument was not completely detached. There was no instrument collision and no fragment fell into the patient. There was no injury to the patient.